Event description:
It was reported that when a patient presented in-clinic for a routine follow-up, decreased sensing and increased capture threshold were observed. The lead was repositioned and remains implanted. The patient was fine post-procedure.